Event description:
A report was received that the patient had a pocket revision due to the inability to charge the implant. The patient had lost a lot of weight (not device related) and the ipg was floating around in the pocket causing redness and bruising at the pocket site. Nothing was implanted or explanted and the patient was doing fine following the procedure.